Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(6) has been listed manufacturer city, name, state and manufacturer site for devices. The franklin lakes FDA registration number has been used for the manufacture report number.

Event description:
It was reported that 2 unspecified bd¿ pen needle were blocked. The following information was provided by the initial reporter: needle blocked.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 21-feb-2023. Customer returned one used pen needles. It was reported by the distributor that the needle is blocked. Pen needle was visually verified using magnification and found no damages. Flow for pen needles have been tested and observed proper flow of insulin during priming without any clog/block issues. Hence, alleged issue could not be confirmed. No DHR review can be carried out as lot number is unknown. Based on the sample received, embecta was not able to confirm the customer indicated failure. Root cause cannot be determined as the issue is unconfirmed. H3 other text : see h10.

Event description:
It was reported that 2 unspecified bd¿ pen needle were blocked. The following information was provided by the initial reporter: needle blocked.